Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2025, orif using gamma 4 device was performed. Postoperatively, the patient was undergoing rehabilitation at another hospital. However, the patient complained of pain on the outer side of the lag screw. An x-ray taken on (B)(6) 2025 revealed that the end cap of the u-lag screw had become loose. Removal of the loose u-lag screw end cap was suggested, but the patient declined. As the x-ray in december showed it was still largely in place, the doctor decided continuing follow-up (monitoring) without removal surgery. The x-ray images were provided from the facility as they are requesting clinical review of them.".